Event description:
The surgeon implanted a rayner superflex aspheric 920h intraocular lens on (B)(6) 2011. The result was a post-operative refractive surprise. Whilst aiming for a -1.0d post-op refraction, the result was a -8.0d refraction. The surgeon noted that during surgery, he had felt that the lens seemed thicker than a +4.0d lens, and had asked the nurse to double-check the iol power on stated on the box. On (B)(6) 2011, the surgeon implanted a new +4.0d rayner superflex aspheric 920h lens and achieved a refraction of +1.75d. The original lens was removed with the optic intact and this was returned to rayner in the (B)(6) for investigation. The returned lens was inspected and found to be a +15.0d lens, and not a +4.0d lens. A back-up lens was successfully implanted.

Manufacturer narrative:
This product is not distributed within the u.s.; however, since the lens is similar to the rayner 570c iol, available in the u.s.a, this event is being reported. Review of batch history records indicates routine mfg of all lenses in the batch. A review of complaint records shows no other complaints of a similar nature on this batch of product. We are currently conducting a review of the mfg process to identify any potential opportunities for a mix-up. Recommendations and an action plan for improvements are expected to be in place by the end of (B)(6) 2011. (B)(4).